Event description:
An error message was reported with the adc device. The customer received a "replace sensor" message and was unable to obtain readings. The customer experienced symptoms described as "cramps, profuse sweating, weakness," and a seizure. The customer self-treated with magnesium, but it did not help. The customer was seen at the clinic, where a healthcare provider provided no treatment. No other information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated.  Performed a visual inspection of the returned sensor, no issues observed. The sensor plug was properly seated, and no damage observed on the sensor patch. Data was extracted using approved software and the sensor was found to be in sensor state 6 (indicating abnormal termination) with a voltage below specification range (event log 10). Performed a visual inspection on the sensor plug assembly; no failure modes were observed. The sensor was sent for further investigation and de-cased. Performed a visual inspection on the returned sensors pcba (printed circuit board assembly), and corrosion due to liquid ingress was observed. The returned battery  was measured and was not within specification (specification 1.45-1.65v). Therefore, this issue is confirmed due to liquid ingress. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. The customer received a "replace sensor" message and was unable to obtain readings. The customer experienced symptoms described as "cramps, profuse sweating, weakness," and a seizure. The customer self-treated with magnesium, but it did not help. The customer was seen at the clinic, where a healthcare provider provided no treatment. No other information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.